Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 95% to 5% while connected to a power source and a power source alert occurred. Subsequently, the battery fully depleted and the pump shut off. The customer's blood glucose was 170-185 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.